Event description:
Contaminated deroyal cmc laparoscopy pack. Black specs noted in large basin and on medication labels. Discovered before patient entered the operating room. New pack obtained. Basin with debris saved for or quality. Picture attached - basin with debris.